Event description:
The risk coordinator reports a scratch/mark was noted on the intraocular lens after implantation. Enlargement of the incision and a suture were required to accomodate removal and replacement of the lens.